Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, sweating and customer experienced difference between sg vs bg, insulin delivery was suspended due to sg vs bg difference. The customer reported a blood glucose value of 34mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-342, mmt-431a and mmt-1884. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-431a. No product return is required for mmt-1884. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7040- snsr updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 71 mg/dl while blood glucose value was 34 mg/dl and insulin was not suspended at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days. The customer was advised to wait at least 1 hour and consider using alert silence feature during waiting period and if values are stable to calibrate otherwise, wait for an additional hour before calibrating and monitor if issue persists. The customer reported no adverse event. The event involved product(s) mmt-7040a. Mmt-7040a was returned for analysis.